Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported a purulent discharge was present at the patient's implantable neurostimulator (ins) implant site. Patent did not have a fever. Patient was admitted to the hospital and given IV antibiotics. System was explanted and patient was to consult with an infectious disease specialist.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Follow-up information indicated cultures were (B)(6) for (B)(6)). Patient is being treated by an infectious disease specialist.